Event description:
On (B)(6) 2011, a patient reported to lifecell that she had a ventral hernia repair with strattice 3 1/2 years ago. An infection started 5 months after hernia repair with open abdomen drainage. The wound had all but healed until another area of her abdomen opened up with more drainage. Patient stated that her physician had diagnosed her as being allergic to the implanted mesh. She has been in constant pain with open sores on her abdominal area and is unable to work. The patient was emailed, which was the original mode of contact, in order to obtain more information including surgeon name, date of surgery and the device lot number. No response from the patient has been received.

Manufacturer narrative:
A serious injury was reported that has been alleged to be related to the device. To err on the side of caution, the event is reported to the FDA. However, based on the information as provided, including timing of events, and description of open sores in the abdomen, there is insufficient evidence to support a relationship to the device.